Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) showed up with recurring incontinence. Upon revision, cuff atrophy was found around the original device. Consequently, the aus was removed, and a new one was placed more proximal. No additional patient complications were reported.